Event description:
The customer reported the system is not storing images properly. When an image is selected, another image is displayed. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, erased the flash memory, reloaded software, and replaced the image processor board. The system operates as intended.